Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. The system event log and handpiece field review and event diagnostic application (freda) did not show any related system messages. The staff commented that the same cassette and handpiece are used to perform 20-40 procedures per day. The company service representative informed the staff, that the cassette, handpiece tip, and infusion sleeve are all single-use and multiple uses will deteriorate the quality. The system was manufactured on november 15, 2016. Based on qa assessment, the product met specifications at the time of release. It should be noted that the cassette is a single use device. The operator¿s manual provided to the customer upon installation of the system, states in the ¿cautions and warnings¿ section: ¿sterile consumable medical devices should not be reused (accreditation manual for hospitals, 1982); they are intended for single use only. Improper usage or assembly could result in a potential hazardous condition for the patient. The company assumes no responsibility for complications that may arise as a result of the reuse or improper usage of consumables.¿ the system was found to meet specifications. The root cause of the reported event may be attributed to the customer reusing single-use cassette multiple times. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system was not providing ultrasound. Additional information has been requested.